Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va31fb1 serial# implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the lead was pulled out of foramen twisted on itself. The lead was explanted on (B)(6) 2025.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had stated that they fell and twisted the lead.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va31fb1) revealed that the outer insulation of the lead was twisted. Continuation of d10: product ID: 978b133, lot# va31fb1, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.